Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been having high blood glucose issues for the past 5 days. The patient mentioned that he would wake up with blood glucose values exceeding 400 mg/dl. The patient treated via insulin pump bolus. The patient was having insertion issues due to his infusion sets not fitting properly inside of the serter; the serter was damaged and would not release the infusion set when the buttons are pressed. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.